Event description:
Baxter sales representative reported to baxter corporate product surveillance a three port anesthesia manifold in which the restricted flow was observed when attempting to run an unknown medication through one of the ports of the manifold. According to the report, the alleged defect was observed when the set-up was connected to a sigma spectrum pump. The doctor observed that the pump was alarming for a downstream occlusion. When an unknown IV set product was disconnected from the manifold, the doctor observed that there was a back pressure, as the fluid was not making its way through the port. The medication being administered is unknown. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer reported condition was not confirmed through visual inspection or simulated use testing; the root cause was not identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.